Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter had a date/time issue and was also missing results. The pt tests her blood glucose 4 or more times a day. The pt takes insulin via an insulin pump. The reporter indicated that the alleged meter issues started on the same day, at 10:00 am. The reporter claimed that the pt could have been given an incorrect dosage of insulin as a result of the meter issue. It is not clear if the pt bases her insulin dosages from readings in the meter's memory. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the reported meter issue began, the pt developed symptoms of sweating, dizziness, and not feeling well. The reporter denied that the pt received any medical intervention during the time of concern. She also was not tested on another device. It would have been helpful to know the following info: the pt's medication and diabetes management regimens and how the pt utilizes her meter readings in relation to her medication regimen. In addition, it would have been helpful to know what time the pt's symptoms developed, what actions the pt took before, during, and after the symptoms developed, what meter readings the pt got before the symptoms developed, and what times the results were obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that are suggestive of sever hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips,and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.